Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Analysis of the recharger (#(B)(4)) revealed it had a frayed antenna cable. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient's recharger had rubber cord that was splitting and peeling and the wires were exposed and frayed. They stated that because the cord was damaged it caused burns on her skin. The patient noted the cord burned her twice. The first time the patient stated she was charging while sleeping. The second time happened two weeks later, around a week ago. They noticed the wires exposed on the antenna cord around 2 weeks ago. No out of box failure was reported. No further allegations/complications were reported.